Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring: missing. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a crack at the battery compartment. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a missing reservoir tube o-ring, a missing retainer and a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap/reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Failure analysis summary: the insulin pump was received with a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment, a missing reservoir tube o-ring and a missing retainer. The test p-cap/reservoir does not lock properly inside the reservoir tube. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.